Manufacturer narrative:
FDA medwatch received; mw5071669.

Event description:
During a cardiac catheterization intervention of the right coronary artery (rca), the distal portion of the cougar guide wire being used sheared off into the rca. A snare was used to successfully retrieve the portion of the guide wire that became lodged in the vessel. There was no harm to the patient.